Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The issue reported is attributed to user error. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: if the image does not appear, select the proper input terminal with the input selection button on the front panel.

Manufacturer narrative:
During a call with tac (technical customer center) support engineer it was determined that the user was mixing the video signals and had video out going to the sdi 1 in. Once it was instructed to change and switch the video in on the monitor it was working as needed. Issue was resolved. To date, no other issue reported from the customer. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device loaner otv-si was found with no image when connected to the users oev262h monitor. There was no patient involvement on this event reported. No user injury reported.